Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported pink/noisy image issue could not be determined, however, the issue was likely the result of damage to the charged-coupled device, including disconnection, due to stress from repetitive use, external factors, handling/mishandling, and or a faulty component on the circuit board. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system ¿confirm that the wli and nbi endoscopic images are normal¿. ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the endoeye flex deflectable videoscope appeared pink. The issue occurred when preparing the device for use. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the color tone was not proper and the image was noisy during angulation in the up direction due to damage on the charged coupled device (ccd) unit. Also, evaluation found the bending section cover adhesive was chipped and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.